Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation with a carefusion patient care sales representative. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device, verified the complaint and determined that the root cause of the failure was a damaged alarm reed plate pn: (B)(4). The carefusion failure analysis lab tech was unable to determine the cause of the damage to the alarm reed plate. However, this type of damage is generally caused by the application of a mechanical force or pressure against the reed on the alarm reed plate. The user facility was shipped a replacement device. A review of the carefusion complaint system for the past 90 days did find two verified like failures. However, as these are known failures caused or contributed to by an unapproved means of force or pressure, another investigation is not required.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion patient care sales representative. Patient care rep [name removed] called in out of box failure, the alarms are not functioning on this blender upon initial checkout."